Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir tubing of the insulin pump. Troubleshooting was done. Customer says that she is mistaken and that what she sees is discoloration in the tubing. Nothing further reported.